Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The sensor was inserted into the buttocks. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g5® mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body. It was reported that the patient used an expired sensor. The dexcom g5 mobile continuous glucose monitoring system user's guide states: don't use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event.